Event description:
A caller reported a malfunction on the pump, identified by malfunction code malf 12. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support (cts) decided to replace the pump and informed the customer accordingly. The customer agreed to return the problematic pump using the provided box and label, and cts confirmed all necessary details for the replacement process, including shipping and training for the new pump.